Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy (sigmoid), upon anastomosis, there was too much tissue in the anvil after the purse string, which activated the tilt top. Surgical time took a little longer to get the device closed. The surgeon dissected out more tissue by the purse string to complete the case.